Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On (B)(6) 2022, leakage was confirmed. On (B)(6) 2022, the device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be an unknown cause. One 4 d/l powerpicc sv was returned for evaluation. An initial visual observation showed use residues on the catheter. A tactile evaluation revealed no tensile weakness along the catheter shaft. During a functional test, water was injected with pressure into the power-injectable lumen using a 12 ml syringe, and a leak was observed between the 17 cm and 18 cm depth markers. The catheter was patent to infusion. A microscopic observation revealed a circular-shaped split between the 17 cm and 18 cm depth markers. Material appeared to be removed where the split occurred, and the fracture surface appeared beveled and smooth. No unusual markings were observed along the rest of the catheter shaft. Due to the shape of the split and the loss of material where the split occurred, no cause was identified for the confirmed complaint of a leak in the catheter. A potential cause could be sharp instrument damage with an instrument that can remove material. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On (B)(6) 2022, leakage was confirmed. On (B)(6) 2022, the device was removed from the patient¿s body. There was no reported patient injury.